Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed, as the unit had two loose components that were repaired under warranty. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra representative reported on behalf of the customer that the a2000 mayfield 2000 skull clamp had a loose roll pin in the swivel base and the hex housing was loose. There was no known patient injury or delay in surgery.